Manufacturer narrative:
The device was evaluated by olympus. During the evaluation, an error "b30" occurred due to contact failure of the video connector. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model ch-s190-xz-e, hd autoclavable camera head to olympus for repair due to a report that the image was noisy but the subject could be recognized. Upon inspection and testing of the returned device, a "b30" scope communication error occurred. This report is submitted due to the finding of b30 error, identified during the device evaluation. As the problem occurred during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the noisy image/endoscope communication error (b30). The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a contact failure with the video connector. Olympus will continue to monitor field performance for this device.